Manufacturer narrative:
1. Complaint description "pt was in procedure, needed dilation. Md instructed balloon be inflated to 18 in lower esophagus. This was done without problem. Balloon deflated and moved up to mid esophagus area and md again instructed balloon to be inflated to 18. Rn at bedside did this and notified md that she felt resistance close to the 18 mark, she stopped and while was holding it at 18 for a few seconds, it busted while in patient. Balloon did not separate in pieces, was intact. Pt dropped sats for a brief period and then went back to 90s. Pt was coughing in recovery but sp02 sats were mid 90s. Device was being used per manufacturer instructions." 2. Further communication with the customer revealed that: this was an empirical dilation, so there were no obvious signs of stenosis. The balloon was not dilated in the patient for more than about 1 minute. There were no other devices or stents at the site. 3. Analysis of the complaint phenomenon combined with customer feedback and knowledge from previous surgical experience, it is surmised that there are several possible reasons why the balloon bursting 3.1 the balloon cannot withstand the pressure and bursting; 3.2 the balloon is loose and easily scratched by the elevator when entering the endoscope channel. 4. Cause analysis however, due to insufficient information provided by the customer, we are unable to further analyze and judge. Combined with the history of customer complaints, we investigated from production processes, packaging and transportation, investigation and analysis as follows: 4.1 production process 4.1.1 balloon blowing inspection (appearance): in the process of balloon blowing, after the balloon was blown into shape, we checked the appearance of the formed balloon, so the possibility of leaking and flowing out was very low. 4.1.2 the balloon blowing inspection: after the balloon body was blown, the wall thickness, fatigue performance and maximum pressure (7atm) were sampling checked in the first inspection, process inspection and finished inspection .to ensure that the balloon body meet the performance requirements before welding. 4.1.3 process inspection 4: after the balloon welded, the rated pressure (6atm) and appearance were both 100% fully inspected to check the leakproofness of the whole balloon, so the risk of nonconforming products outflow was very low. 4.1.4 finally, 100% negative pressure inspection was done after balloon body was folded to check the leakproofness of the whole balloon[ ]so the risk of nonconforming products outflow was very low. Analysis: the rated pressure of this specification balloon is 6atm and the maximum pressure is 7atm, and the production process has gone through many tests of the rated pressure (6atm) and the maximum pressure (7atm), so the probability of defective outflow is extremely low. 4.2 packaging and transportation balloon packaging investigation: the balloon got effectively protected during the packaging process. The balloon was put into capture tube, and then was put into the inner bag and got sealed. This process will not damage the balloon. Then the sealed inner bag was put into a middle box and finally got packed into an outer box according to the packaging requirements. This process will not damage the balloon. Conclusion: through the investigation of production processes, packaging and transportation, we have not found the root cause of the balloon bursting, and we will continue to follow up this issue.

Manufacturer narrative:
We received a reponse from customer on january 12, 2024. It was told that "unfortunately, I am second guessing if the lot number I sent previously is the correct one. There are no pictures of the balloon bursting. This was an empiric dilation, so there is no visible evidence of a stricture. The balloon was expanded in the patient no longer than 1 minute or so. No other devices or stents at the site. This was a 15-18 balloon and this happened on 9/11/23" however, the incident investigation is ongoing. A follow-up report will be filed following the completion of the incident investigation.

Event description:
On january 10, 2024, micro-tech received a medwatch report regarding multistage dilatation balloon catheter. MDR report #: mw5149396. It was reported that "pt was in procedure, needed dilation. Md instructed balloon be inflated to 18 in lower esophagus. This was done without problem. Balloon deflated and moved up to mid esophagus area and md again instructed balloon to be inflated to 18. Rn at bedside did this and notified md that she felt resistance close to the 18 mark, she stopped and while was holding it at 18 for a few seconds, it busted while in patient. Balloon did not separate in pieces, was intact. Pt dropped sats for a brief period and then went back to 90s. Pt was coughing in recovery but sp02 sats were mid 90s. Device was being used per manufacturer instructions."